Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the pump¿s history showed that the last basal and last bolus delivery were on (B)(6) 2013. On (B)(6) 2013, the pump¿s history showed a no delivery, exceeds total daily dose warning and the warning was confirmed six times. Deliveries resumed on (B)(6) 2013. There were no errors or alarms related to the complaint in the pump¿s history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that she believes that there is something wrong with the pump as her blood glucose (bg) levels have been high. She stated that she completed troubleshooting with customer support (cs) and was told that is everything is fine with the pump but still felt something is wrong with the pump. She stated that her blood glucose (bg) was in the 500mg/dl range with nausea. Cs called the patient and she reported her bg at a high of 550mg/dl. The patient used u500 insulin and alternate form of insulin delivery. Troubleshooting was completed with customer support (cs) and there were no bubbles or leaks in infusion set. The time and date were correct, the basal program was reviewed and that was correct. The patient confirmed all advanced settings correct and bolus by recommendation of the pump. The patient stated that she adjusted settings approximately one month ago. The total daily dose adds up correctly. Cs advised the patient that the pump appears to be delivering all programmed insulin and cs advised the patient to use alternate form of insulin delivery since the patient felt pump is malfunctioning. This report is being made due to the alleged hyperglycemic event that the patient experienced due to allegation of a history settings issue.